Event description:
It was reported that the insulin pump alarmed no delivery, which was resolved by a reservoir set change. The customer also reported that the insulin pump alarmed motor error during the prime process. The blood glucose reading was 181 mg/dl. She then noted that the insulin pump alarmed no delivery twice during the prime process following the motor error alarm. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.